Event description:
Same case as MDR ID: 2134265-2015-04969. It was reported that stent damage occurred. During preparation of a 4.00 x 20 synergy¿ drug eluting stent, the physician noted that the stent was flared. Another 4.00 x 20 synergy¿ drug eluting stent was opened but the stent was flared again. The procedure was completed with another of the same device and the patient was safe. This product is only ous approved but is similar to an approved u.s. Device.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The stent protector and product mandrel had been removed and were not received for analysis. A visual and microscopic examination of the stent found that the struts on a row in the center of the stent were raised and misaligned. This type of damage is consistent with the stent meeting a resistance or an obstruction. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-04969. It was reported that stent damage occurred. During preparation of a 4.00 x 20 synergy¿ drug eluting stent, the physician noted that the stent was flared. Another 4.00 x 20 synergy¿ drug eluting stent was opened but the stent was flared again. The procedure was completed with another of the same device and the patient was safe. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4).